Event description:
Procedure type: laparoscopy, hysteroscopy, d + c. According to the reporter, one of the pins fell out of the hinge of the foam collar. The foam collar could not be clamped down tight, and leaks occurred around the foam collar. The pin fell outside cavity and this caused no delay to surgery. No patient injury was reported.